Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during the surgery of anterior/posterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that two plates on the truespan 24 degree peek device deployed at the same time. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of acl/pcl reconstruction+meniscus suture, after 1st firing, two plates were deployed at the same time. Another device was used to complete the surgery. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received provided by customer. The complaint device was received and inspected. The observation revealed that the implants were deployed and still attached to the gun. Upon squeezing, and no anomalies were found, the mechanism of the handle was working smoothly. Since the conditions of the implants, we can confirm this complaint. A manufacturing record evaluation was performed for the finished device lot number (6l56900), and no non-conformances related to the reported complaint condition were identified. No information was provided on how this failure has occurred or specifications of the procedure, therefore a definitive root cause could not be determined. The possible root cause for the failure reported can be related to when not inserting the needle far enough therefore blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. Then, when the trigger was pulled again both implants would be deployed at the same time. As per IFU-113244, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.